Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case seal was removed and plunger case seal was intact. Lcd was missing pixels, bottom case was missing a foot, and battery was missing. Battery not working was found in event history log. Reported problem duplicated during power up process. The root cause of the reported issue was found to be the battery was missing on the device. Customer must have depleted battery and removed from the device. Replaced battery. Performed power up process and all the functional test passed. .

Event description:
It was reported that the pump will not turn on. No patient injury was reported.